Event description:
It was reported that the ilet touchscreen cracked after the user tripped and fell, resulting in an unresponsive screen and loss of watertight integrity. The user continued using a dexcom g7 and had backup therapy available. Symptoms included none. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of user report and case documentation, request for return of the original device, and collection of damage photographs. Investigation of this case revealed physical damage to the touchscreen consistent with accidental drop impact and a device that did not respond to touch input. It was concluded that the event was due to accidental damage with no device malfunction prior to the impact and that the replacement device was provided with user education on setup and data syncing.